Event description:
The patient underwent PICC puncture more than 20 days after radical gastric cancer surgery ((B)(6) 2023), and found that there was no blood return when PICC was flushed at 10:00 on (B)(6) 2024. Additional information received on 03/01/2024: it was reported that they found that there was a bulge in the skin 1cm away from the puncture port when they pre-flushed the catheter, suspected that there was a risk of exudation, began to pull out part of the catheter, found that there was a rupture, and began to take extubation treatment. The other catheter has been discarded. The customer reported that during the catheter maintenance process, the syringe used was more than 10ml, and the catheter function was normal in the early stage.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter split resulting in infiltration of fluid and difficulty aspirating through the catheter was confirmed but the root cause is unknown. A single photograph of a 4fr single-lumen groshong clearvue catheter was returned for evaluation. The catheter contained a semi-circumferential split in the catheter shaft. The split in the tubing was located between the 39cm and 40cm depth markings. There were no distinguishing features visible in the photograph which could aid in identification of a specific root cause for the split. Tactile evaluation, microscopic examination, and dimensional analysis could not be conducted without receipt of the physical sample. A split in the catheter could be confirmed from the returned photograph. However, the submitted photograph did not contain enough information to identify a specific root cause. This complaint will be recorded for future trending and monitoring purposes.